Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. The remote was also found to be fully functional. The unit passed all tests.

Event description:
It was reported that during a procedure, the pump spiked at incorrect intervals and the remote would not respond. The issues were isolated to the individual devices. No patient effect.